Event description:
A customer reported repeatable non-reactive hepatitis b surface antigen (hbsag) results for one patient sample. A positive result was obtained on the same sample using another MFR's assay. A false negative hbsag result could present a risk to public health. The negative results were not reported and there was no report of patient harm as a result of this event.